Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-05014. It was reported, the pt has not received adequate coverage since being implanted. Reprogramming attempts have been unsuccessful. The pt is scheduled to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.